Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: the keypad cover was found to be missing from the pump, exposing all of the key contacts. The contrast button was unresponsive due to a missing key contact. The contrast button has no effect on insulin delivery function. The complaint of the up arrow¿s unresponsiveness was not duplicated during testing. The up arrow, down arrow and ok buttons responded appropriately. The key contact cover was removed and evidence of contamination was visible under all of the key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading text. The battery compartment crack was observed near the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.